Manufacturer narrative:
The pump was received with broken reservoir tube lip, missing o ring reservoir tube, minor scratched lcd window, scratched reservoir tube window and cracked battery tube threads. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the ring where the infusion set goes is broken off. The customer states a piece cracked off the device. The customer states they had high blood glucose level above 400mg/dl. The customer states the damage is on the reservoir compartment. The customer was advised that the device would be replaced and returned for analysis.